Event description:
The customer contact reported that during testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical department for an unknown reason. No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation confirmed the e301, (audio alarm failure) in the device history only, it was not duplicated during product investigation testing. The probable cause for the e301 (audio alarm failure) could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.